Manufacturer narrative:
Supplemental to update code c63114 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the manufacturer representative reported that the cause was not determined. The impedances were high on the same connections that were showing red on the wireless external neurostimulation. Visually the lead looked good and the electrodes looked good.

Event description:
2019-jun-10 (B)(4): information was received from the manufacturer's representative regarding a trial patient who was trialing with a neurostimulator for spinal cord stimulation. It was reported that during the trial there were 2 leads implanted. When connected to the wens one of the leads was unable to properly connect to the additional information was received from a manufacturer representative. It was reported that the lead had an out of box failure. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), product type screening device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial#: (B)(4), product type: screening device, other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 31-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a trial patient who was trialing with a neurostimulator for spinal cord stimulation. It was reported that during the trial there were 2 leads implanted. When connected to the wens one of the leads was unable to properly connect to the wens. While checking the connectivity the faulty lead would show red on the wens connections 12-15 and all connections were green with 0-7 with the other lead. The physician tried to re-seat the lead several times with the same results. The rep attempted to connect the faulty lead to wens numbers 0-7 and received the same results as 4-7 connections were red. The hcp requested a new lead be opened and when connected the wens there was all green with the connections. The lead was discarded. Issue resolved at this time. No further complications were reported/anticipated.